Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one needle eclipse 25x1 rb experienced a safety mechanism that detached. The following information was provided by the initial reporter: material no: unknown batch no: 0275228. The pink safety mechanisms fall off when they went to activate it. I have had this happen while giving influenza vaccinations in the past. It seems as though the bar that the mechanisms rotate on is not always seated in the c-shaped piece that holds it and when you push up on it will dislodge instead of engaging. I have directed them to make sure it is firmly attached to the hub before using it on the patient.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that at least one needle eclipse 25x1 rb experienced a safety mechanism that detached. The following information was provided by the initial reporter: material no: unknown batch no: 0275228. The pink safety mechanisms fall off when they went to activate it. I have had this happen while giving influenza vaccinations in the past. It seems as though the bar that the mechanisms rotate on is not always seated in the c-shaped piece that holds it and when you push up on it it will dislodge instead of engaging. I have directed them to make sure it is firmly attached to the hub before using it on the patient.